Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Reflux is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of reflux as follows: "gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Health professional reported replacement of a lap-band port, reason unknown. Follow-up findings: the patient "called the office complaining of reflux." The surgeon had the patient come it for an adjustment and tried to "unfill the band," but was not able to. The patient was sent "to the hospital and they performed a fluoroscopy." The staff at the hospital were "unable to get any fluid out either."